Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/11/2014 with the following findings: no activity related to pi observed in black box or pump histories. The black box contains dates from (B)(6). The black box and histories for the issue on (B)(6) 2014 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. The pump passed delivery accuracy test and found to be delivering within the required specifications. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2014 reporting that the patient was having issues with the pump changing date/time and storing blood glucose (bg) levels. Animas customer support (cs) contacted the patient and the patient mentioned that they went to their healthcare professional (hcp) office and they downloaded the pump. The patient stated that somehow during the process they changed the am to pm and was getting the wrong basal rate during the night. The patient stated that they woke-up with a bg of 20mg/dl. The patient does not implicate the pump for the bg excursion and that the hcp office and they failed to notice that the am and om were switched. Cs advised the patient to always ensure that the date/time are correct with any battery change or pump download to decrease the risk of inaccurate delivery. This report is being made due to the bg excursion the patient experienced due to inadvertently changing the time on the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (due to inadvertently changing the time on the pump).